Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
For all lots, routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result for 1 patient tested on a coaguchek inrange meter serial number (B)(4) compared to a laboratory result using an acl top 750 instrument with medirox owren¿s pt method. The meter result was 2.4 inr and within 2 hours the laboratory result was 1.9 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The result in question was not reported outside of the laboratory. The patient's hematocrit has been measured with a value of up to 50 percent but no higher.